Event description:
Device report from synthes reports an event in japan as follows: it was reported that during an open reduction/internal fixation surgery for a scapula fracture on (B)(6) 2024, the plate broke off during bending. This occurred outside the patient¿s body. A plate of a different size was used, and the surgery was completed successfully with no delay. The patient outcome was reported to be stable. This report involves one 2.7mm/3.5mm ti lcp postlat dstl fibula pl 5h/left/103mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: hwc d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: expiration date. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot. G1: manufacturing site name and address. H6: health effect - clinical code and health effect: impact code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 04.112.111s lot: 241l459 manufacturing site: werk (B)(6). Release to warehouse date: 16 october 2023 expiration date: 01 october 2033 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.112.111 non-sterile lot: (B)(4). Manufacturing site: werk (B)(6) release to warehouse date: 14 september 2023 supplier: depuy synthes products, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp postlat distal fibula plate 2.7/3.5 was broken across the locking holes dlh4 and dlh 5. Deeply scratches were found on the device surface, this condition could have been a result of attempt of implantation. Both fragments were received for evaluation. No other issues were identified. Regarding to broken condition, the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during attempt to bending the plate. The event description mentions the patient underwent orif surgery for scapula fracture and the device should be used in surgery for distal fibula fracture. A dimensional inspection for the lcp postlat distal fibula plate 2.7/3.5 was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp postlat distal fibula plate 2.7/3.5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - ti fibula plate posterolateral, lcp 3-15 hole device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.